Event description:
The pt coughed on the lma during anaesthesia. The crna reported that automatic ventilation no longer functioned and went to manually ventilate the pt. The crna was unable to get any positive pressure in the breathing circuit. Anaesthesia was continued by using an alternate device and IV drugs.